Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete detect and treat testing. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an intermittent connection. The root cause for the extra washer was an assembly error. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.